Event description:
It was reported that on (B)(6) 2008, four xience stents were implanted in a de novo, mid, left anterior descending artery (lad) and three xience stents were implanted in a de novo, distal, left circumflex (cx) artery with direct stenting and in 2012 the patient complained of shortness of breath [dyspnea] at a follow up doctor's visit. There was no treatment done and the outcome is listed as continuing. On (B)(6) 2012, the patient was diagnosed with severe diffuse 3-vessel coronary artery disease (cad). A coronary artery bypass grafting (CABG) x 4 was done with the left internal mammary artery to the left anterior descending artery and reverse saphenous vein grafts to the first diagonal, obtuse marginal artery and posterior descending coronary arteries with endoscopic vein harvest with the proximal obtuse marginal 1 vein anastomosed to the first diagonal vein graft in end to side fashion. There was complete revascularization obtained. Reportedly, there was only one stent with re-stenosis found in the obtuse marginal artery. The xience v stents in the lad and the cx arteries were patent. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 3.0x12, (2) xience v 3.0x15, xience v 2.5x15, xience v 2.5x12, xience v 3.0x12. There were no reported product deficiencies. The reported patient effects of dyspnea, stenosis/restenosis, and surgical procedure (coronary artery bypass graft) are listed in the xience v / everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Date is estimated.